Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the head and neck procedure, the device worked fine in the beginning but then the energy output seemed weak and tissue was not sealed. A sealing and an end tone were heard. A new device was used to continue. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.